Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to have no physical damage. Functional testing was able to duplicate the reported problem. Preventative maintenance was performed to address the issue. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device output is very low, the customer was getting low flows. There was unknown patient involvement.